Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis procedure. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) examined the system onsite and confirmed that the c-arm cannot be moved to the patient due to a defective swivel brake. Upon troubleshooting, fse found that the brakes on the swivel movement was defective. To resolve the issue, fse replaced the brakes on the swivel movement and performed all relevant testing. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the c-arm cannot be moved to the patient due to a defective swivel brake. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.